Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal heavy bleeding, clotting") in a female patient who had essure (batch no. Ess305, c51083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("thinning of the hair"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet received, reporters information updated, patient demographic updated, essure insertion and removal date updated, lot number added. Event added- patient did not undergone essure confirmation test. Historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal heavy bleeding, clotting") in a female patient who had essure (batch no. C51083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("thinning of the hair"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal heavy bleeding, clotting") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("thinning of the hair"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.